Event description:
On (B)(6) 2018, the physician attempted to close an asd on a (B)(6) patient with a 24mm amplatzer septal occluder. The device deployed in a cobra shape and was exchanged for another 24mm amplatzer septal occluder, which also deployed in a cobra shape. The user elected to abort the procedure. The patient is reported to be stable. Additional information has been requested.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, the physician attempted to close an asd on a 22kg patient with a 24mm amplatzer septal occluder. The device deployed in a cobra shape and was exchanged for another 24mm amplatzer septal occluder, which also deployed in a cobra shape. Both devices were not implanted. Other devices were attempted for asd closure, but they also could not be implanted so the user elected to abort the procedure. The patient is reported to be stable. Additional information was requested, but not made available.